Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The suggested phenomenon was confirmed. The foreign material could not be identified. Moreover, no deformation was observed at the foreign material residue point. It is unclear if reprocessing was completed per instructions for use (IFU). Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected/prevented by following the instructions for use (IFU)which states: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign matter in the nozzle. There were no reports of patient involvement.